Manufacturer narrative:
The download of the event indicated that the event lasted for 5 minutes. The download confirmed that there was no shockable rhythm present throughout the event. The device did issue a "low battery" warning but the user switched the device off. The device was then restarted and instructions were given to start CPR. After CPR the device analyzed the pt's heart rhythm and again no shock was advised. A further "low battery" warning was issued and the user again switched the device off. Testing at heartsine technologies at room temperature could not replicate the "low battery" warnings. Investigation of this complaint would indicate that the device issued the "low battery" warnings because the version of software in the device did not take account of ambient temperature and could therefore issue low battery warnings and/or turn the device off while there was still sufficient capacity in the battery. Heartsine is issuing a correction to address the battery management software issue in which the software misinterprets a dip in voltage as a low battery which, in some instances, turns off the device. The pad-pak, which contains the electrodes and batteries, is labeled for single use, but the samaritan pad 300 and 300p devices are for multi-use. In the case of this report, it is not known if this is the first use of the device.

Event description:
The pad device was used in an event on (B)(6) 2009. A "low battery" warning was issued with a pad-pak which had an expiry date of (B)(6) 2011. The unit had been used on two previous occasions with no problems encountered. The pt died.